Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
The acuson origin system froze during a stress echo exam. Multiple requests for additional information were sent, however no response was received.

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. The root cause could not be determined. Log review was performed and there was nothing suspicious or abnormal found. Detailed user activity log is not available as the logs were collected too late. No service images were provided, and no solid details of the event were provided either. Reference#: (B)(4).